Event description:
It was reported that a failed sensor message was noticed after a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2022 at 8:00am. The patient then went to their son's house and thirty minutes later, the patient experienced slurred speech and was argumentative. The patient¿s spouse took the patient to the emergency department where a blood glucose finger stick was performed which was 40 mg/dl. The patient was treated with IV glucose and when his bg returned to normal, he was released. The patient had not received any cgm values or sensor failure alerts during the time of the event. Once home, he noticed his sensor failed and missing cgm values on his trend graph. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).